Event description:
While dc'ing swan ganz ccombo, nurse heard snapping noise, and upon withdrawal noted the catheter tip was retained in the pt. Nurse was able to retrieve the broken-off tip of the catheter at entry site leaving nothing in the pt.